Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that glensophere inserter broke during impaction. Occurred during primary surgery. Event was resolved by using secondary impactor. 10 min surgical delay, no adverse consequences to patient.

Manufacturer narrative:
Evaluation revealed the glenosphere holder/ impactor to be the subject product. No further associated products were reported. A physical examination could not be carried out as the item was not received for evaluation. Thus a reasonable examination and investigation was not possible. A review of the device history records revealed no discrepancies. During investigation no material, design or manufacturing related issues were found. Referring to the event description the glenosphere holder broke during impaction. Physical examination of the device was not possible, an exact root cause could not be determined. A more precise evaluation was not possible. With available information a deficiency of the device could not be verified. The file will be closed formally. In case relevant clinical information or the item should become available the file will be reopened. Review of complaint history, CAPA databases, risk analysis and labeling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No nonconformity was identified.

Event description:
It was reported that glensophere inserter broke during impaction. Occurred during primary surgery. Event was resolved by using secondary impactor. 10 min surgical delay, no adverse consequences to patient.